Manufacturer narrative:
Section d1: corrected. Section d4, model number, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: a direct correlation between the reported event and the centrimag blood pump could not be conclusively established through this evaluation. It was reported that the centrimag pump functioned as intended with normal parameters. The centrimag pump was not returned for evaluation as it was disposed of by the account. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The outside of the united states (ous) centrimag vad (ventricular assist device) instructions for use (IFU) is currently available. This IFU provides the following warnings and cautions: IFU warning #15: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #17: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. The united states centrimag blood pump IFU lists venous thromboembolism, arterial non-cns thromboembolism, and neurologic dysfunction as adverse events that may be associated with the centrimag circulatory support system under ¿adverse events¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2024, the patient experienced a pre-operative ischemic stroke. The patient had a lacunar infarct with right facial droop and right arm weakness, but the symptoms resolve alter the same day. It was noted that the patient's inr was therapeutic on (B)(6) 2024 but had not been in the therapeutic ranger earlier that week. The patient was originally scheduled for a left ventricular assist device (lvad) implant on (B)(6) 2024, and that patient had been on centrimag (cmag) support since 24feb2024. However, the implant was rescheduled for and done emergently on (B)(6) 2024 instead. The pump functioned as intended with normal parameters. There were no adverse events during or post implant.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Section e1: reporter postal office or zip code: (B)(6).